Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating the lead had dislodged. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead, implanted with another manufacturer's device, exhibited high out of range pacing impedance measurements. Loss of capture was also noted regardless of output setting. There was a concern the lead had fractured. The device was programmed to rv only pacing. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Lead replacement was being considered at the next device replacement procedure. Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.